Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited a no disposable pump. Wont run and upstream occlusion. Unresolved with multiple troubleshooting attempts. Rate 104/24 hours, resvol 40.2, given 159.85. Green flow stop. Air noted in tubing. Patient not affected. No patient injury. No additional information available. Device is not returning for investigation. No replacement or credit requested.

Manufacturer narrative:
(B)(6). Catalog, lot, expiration date, UDI number unavailable. 510k number unavailable. H4: manufacture date unavailable. No product was returned. Pictures provided were reviewed and could not confirm the reported issue. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.